Event description:
During a robotic assisted laparoscopic hysterectomy on 11/08/2023, the robotic prograsp forcep was reported to have a frayed cable. The instrument was tagged and sent down to spd (sterile processing department) to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned.